Manufacturer narrative:
The resolution to the issue was confirmed via phone call with technical services (ts). When attempting to service the unit and perform a software investigation. The site refused the service, due to lack of a service contract. Since the issue was resolved via phone call. The site elected to not pursue on-site evaluation by a medtronic representative. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, during a procedure, the imaging system was unresponsive in the "initializing please wait" process. The x-ray bar on the pendant would progress to 75% completion then reset. The viewing station of the imaging system and motion were noted as ready. To troubleshoot the issue, the imaging system was restarted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.